Manufacturer narrative:
Findings: pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that pump was cracked. The customer¿s blood glucose level was unknown. Customer stated pump was cracking for a couple of months, then it chipped and he started to glue the pump. The customer was assisted with troubleshooting. Customer stated reservoir compartment was chipped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.